Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The eccentric and de novo target lesion was located in the non tortuous and non calcified proximal right coronary artery (rca). A 4.00 mm x 20 mm nc emerge® balloon catheter was advanced for dilation; however, the device failed to inflate. The device was completely removed and it was noted that the balloon ruptured on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.